Event description:
The patient's generator was replaced prophylactically. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The patient's physician later reported that the gastroparesis is possibly related to vns stimulation, and that it is not temporary.

Manufacturer narrative:
H6. Corrected investigation findings, initial report: inadvertently listed wrong code.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was diagnosed with gastroparesis, and their gastroenterologist encouraged them to get their vns evaluated to determine if it was contributing to the problem. Physician notes that the device is still functioning properly and has referred the patient for replacement due to normal battery depletion. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.